Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 0.9 mmol/l (16.2 mg/dl). The pod was worn between 5 and 24 hours on the leg. Symptoms reported include loss of consciousness. The paramedics were called and the patient was treated with glucagon injection (1 mg), glucose gel (orally) and intravenous glucose. After the patient became conscious again, they were taken to the hospital by ambulance. At the hospital, the patient was given 4 mg of fluids (anti sickness). The patient was prescribed glucagon injection (1 mg) and was released from the hospital the same day.